Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient clarified what implant not working properly meant. Patient said their, "device did not stay anchored. Device migrated out of place and actually split incision open. Revisional surgery was needed." Patient reported an infection. When asked about the circumstances that led to the implant not working properly and stimulation in their foot, patient replied with no change. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Date of event is an approximation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the implant was not working for them properly. The implant was working and they didn't know if they needed to adjusted. It was noted that they felt stimulation all the way in the bottom of their foot and, so, it was working. It would make their middle toe twitch. The patient's healthcare professional (hcp) suggested changing programs, but they couldn't get it to switch over to a different program. At the time of the report, they were on program 3 at 0.7 volts (v) and the hcp said they maybe needed to change it to program 1 or 2. They changed to program 2 and was on 0.8 v and felt stimulation in the correct area. The stimulation was not in their toe and thought it was right. This started around (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.